Manufacturer narrative:
After the replacement of the pinch valve, the instrument was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
A leakage of the mixing tower was determined. The field service engineer exchanged a pinch valve. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant chloride electrode results for an unspecified number of patient samples tested on a cobas integra 400 plus analyzer. The discrepancies between the chloride results were >10%. No specific values were provided. No questionable result was reported outside of the laboratory. The cl electrode lot number and expiration date were requested but not provided.